Event description:
This unsolicited device case was received on (B)(6) 2013 from a non-health care professional. This case concerns a pt (demographics unk) who developed "cemented bowel to abdominal wall" after seprafilm placement. Pt's medical history was significant for a surgery (cause unspecified) which lead to small bowel obstruction (five years ago; in 2008) and undergone adhesiolysis for the same. No past drugs, concurrent conditions or concomitant medications were reported. On an unk date, the pt underwent second surgery for small bowel obstruction syndrome during which one sheet of seprafilm was placed (batch/lot number and expiration date unk) into unspecified anatomical location for post-operative adhesion. On an unk date in 2012 (three weeks after surgery), the pt came back with symptom similar to small bowel obstruction and was kept under observation where the pt was diagnosed with "cemented bowel to the abdominal wall". The pt underwent laparotomic bypass surgery of bowel due to the diagnosis of cemented bowel to the abdominal wall. Seprafilm was the suspected cause of the reaction. Outcome: unk.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness for the event: hospitalization and intervention required (cemented bowel to abdominal wall). Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case the pt was treated with seprafilm for an indication of postoperative adhesion and experienced cemented bowel to the abdominal wall. The role of seprafilm cannot be excluded for the occurrence of intestinal adhesion, however, lack of info regarding the previous medical history and the concomitant medications used by the pt precludes the complete case assessment.